Manufacturer narrative:
Approximate age of device ¿ 1 day. The pump remains in use supporting the patient. A correlation between the device and the report of stroke and neurological dysfunction could not be conclusively determined. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that after implant, hemiplegia in the patient was observed. The patient was immediately transferred into a neurosurgery unit and they attempted to remove the obstruction in the brain vessel without success. The patient had an ischemic stroke. The patient was stable, but with hemiplegia. No further information was provided.